Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not displayed at the station. A technical support specialist (tss) found that orders were posted to the server but did not appear at the station. The tss reviewed stat and routine orders and noted past versions treated as one-time orders. Then, the tss confirmed there were no new samples to investigate and the tss stated that the customer was working with the project manager to resolve the issue. The tss attached knowledge article (bd pyxis es system troubleshooting tool user guide) for the customer reference.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.